Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced blurry vision at all distances, foggy vision and starburst. The iol was exchanged for another company monofocal lens model lens 9 months and 15 days after the initial implant procedure. Clinical reason for explant was mentioned as the patient was unsatisfied. The patient underwent yag laser procedure. Additional information has been requested.

Manufacturer narrative:
The lens was returned wrapped in white gauze material placed into a specimen jar. Viscoelastic was dried on the lens. The lens was cleaned with klrp to further evaluate. The anterior optic surface was gouged and cracked near the optic center. The posterior optic surface was cracked between the center and the edge. Small, light, posterior scratches were observed in the optic center. Product history records were reviewed and documentation indicated the product met release criteria. Qualified associated products were used. The root cause cannot be determined for the reported complaint. Each lens is subjected to a 100percentage assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The power and resolution of the returned lens was retested and verified. The lens met specification for power and resolution for a company model 23.0 diopter lens. The multifocal company model 23.0 diopter (diopter (add power plus 2.2/plus 3.2 diopter) lens removed and replaced with a non company monofocal lens (diopter unknown). Due to the exchange of a multifocal lens for a monofocal lens, this suggests that a monofocal replacement lens may have been an improved choice for the patient's vision needs. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).